Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: bi71000529, lot number: unknown h3, h6: no products were received by the manufacturer for analysis.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the rad tech (rt) was claiming that the patient's scan was 180 degree off from the orientation selected on the pendant. The orientation was flipped. The manufacturer representative (rep) reported that this sounded like an operator error, not a system issue. The rep called the site and the site did not have any more info. The rt seemed to be referring to the blue source and detector leds as the issue. Delay in surgery and patient impact were not provided.

Manufacturer narrative:
H2: see b5. A0908 added for 10/15 degree inaccuracy medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. This issue occurred during a deep brain stimulation (dbs) case. It was reported that the issue of the orientation being flipped was due to user error. The healthcare professional (hcp) was standing on the right side of the imaging system versus the left and looking at the system in that view. It was noted that the "real issue" was the light being off, when it read on the monitor as anterior posterior (ap), it appeared off by 10/15 degrees. The doctor was standing at the head of the patient, and stated that the blue light was not straight. When the light was adjusted to look ap, it read on the monitor off 10/15 degrees from the 180 deg/ap mark. After putting the light in the ap position, and taking the scout, the blue light "jumped." It was unknown if it was a glitch or a problem. It was noted that this has happened before. There was no reported delay to the procedure.